Event description:
The customer called into technical support (ts) reporting that a check vent alarm had occurred. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. There was no abnormality in the patient's condition. The device was switched out with a different device to use on the patient. There was no delay to therapy noted.

Manufacturer narrative:
Reporting institution phone number - (B)(6).

Manufacturer narrative:
The removed cpu pcba was returned to the failure investigation (fi) laboratory. A visual inspection of the cpu pcba revealed no evidence of damage or contamination. The fi technician installed the cpu pcba into a fi ventilator to duplicate the reported issue. The reported problem could not be reproduced.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the central processing unit (cpu) pcba to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.